Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was 132 mg/dl. The customer also reported that the multiple insulin pump error alarms were present in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.